Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt's pp- line was open. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the belt's pp- line was open. The cause was the black (pp-) wires that join the trunk cable and the distribution node (dn) to rear therapy electrode (te) cable were broken at the solder joint in the distribution node. The root cause of the broken wires was unable to be positively identified, but was likely excessive force placed on the cables. No adverse event resulted from the defective belt. The last pt to use this electrode belt did not report any deficiencies.